Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was found to be in backup vvi mode. A device download was performed successfully.

Event description:
New information received indicates that the patient received inappropriate shocks prior to the device reset.